Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during an ipg revision (MFR number 3006630150-2022-06106), it was revealed that the paddle had frayed wires coming out of the lead tails. The physician opted to replace the lead. The patient was doing well postoperatively. The explanted lead was discarded by the facility.